Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is surmised that the loss of image occurred temporarily because communication failure occurred due to faulty cable. The event "hole on the cable" can be prevented by following the instructions for use which state: ·never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd camera head is not working. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of the camera head not working was confirmed due to a cut found in the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.